Event description:
It was reported that there were concerns regarding premature battery depletion. It was noted that within a month timespan, the battery life decrease 6%. Boston scientific technical services (ts) consultant explained to the health care professional (hcp) that without analysis no recommendation can be provided. Currently, the device remains in service. No additional adverse patient effects were reported.